Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling lightheaded. It was noted that the right ventricular (rv) lead exhibited oversensing, noise and no pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that short ventricle-ventricle intervals, pauses in pacing and non-capture were observed on the right ventricular (rv) lead.